Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and advised to call back if the issue reoccurred.